Event description:
It was reported that a leakage was found in the fill port of a large volume infusor. The drug was not specified, and the origin of the leak is unknown. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 25, 2014 ¿ august 26, 2014. The device was received for evaluation. Visual inspection was performed and revealed no signs of obvious physical abnormality that could have caused the reported issue. A functional leak test was performed, and during filling, backflow, or leakage, was observed from the fill port. The reported condition was verified. Further examination of the device identified a particle, approximately 0.50 square mm in size, located under the check band. Fourier transform infrared spectroscopy identified the particle to be glass. The cause of the leak was determined to be the glass particle; however, the cause of the particle was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.